Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: there were multiple consecutive pump reboot events are observed in the black box. The battery compartment was cracked through the finger pad from the threads down to the case seal. The pump was able to perform the prime steps with no issues. Unrelated to the initial allegation, the display screen was dim and discolored.